Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. During inspection at repair center, it was found that the internal flat cable harness was loose, due to which the buttons failed. There were few additional findings. The display panel had scratches. There were three black dots in the screen and the screen had dust inside. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the buttons of the loaner high-definition liquid crystal display (lcd) monitor failed. The device was returned and an evaluation at the repair center revealed, the device would power off and failed to display an image after starting up due to faulty circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device's power issue was caused by a faulty circuit board. However, the definitive root cause of the faulty circuit board could not be determined. According to the service manual, the circuit board has an alternating current and direct current function. Olympus will continue to monitor field performance for this device.